Manufacturer narrative:
The reported event of pericardial effusion was unable to be confirmed. The device was returned for evaluation. Visual inspection noted helix was not within specification. The helix compression is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
New information received indicated cardiac tamponade was diagnosed by intraoperative imaging.

Event description:
It was reported the patient presented for implant procedure. During surgery as the ventricular leadless pacemaker (lp) crossed the valve, the patient's heart rate increased, contrast showed a pericardial effusion developed, and there was a significant decrease in blood pressure. The delivery catheter was suspected to have caused a myocardial perforation. Pericardiocentesis was performed and the patient was transferred to the intensive care unit (ICU) where later rescue attempts were ineffective. The patient deceased.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.